Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and as a result, the touch screen became shattered and unresponsive. Additionally, it was reported that an unspecified alarm occurred. Customer¿s blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged undefined alarm issue was verified in the pump logs; however, no failure was identified.